Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 4 lesion nt2000¿ pain management rf generator was received into the lab for analysis. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. Inspection of the exterior chassis revealed multiple cracks in the upper assembly, unrelated to the field reported issue. Abnormal functionality of the upper assembly was confirmed during the evaluation period. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information provided to abbott and the investigation performed, the root cause of the field reported issue was isolated to abnormal functionality of the upper assembly.

Event description:
During the procedure, the generator alarm sounded without any error messages appearing and the procedure was cancelled. This occurred before motor testing began. There were no adverse consequences to the patient. The procedure was rescheduled and completed on a later date.